Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels of over 400 mg/dl. The user addressed bg level with a bolus via the pump. Reportedly, the user wanted to add time segments to the profile settings in the pump to increase the amount of insulin delivery. The user checked with their healthcare provider regarding the setting change and the user successfully updated the setting.